Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the emergency medical services were dispatched as customer was experiencing low blood glucose. Customer was treated with food and glucose. Other blood glucose value were 59 mg/dl and 80 mg/dl. Current blood glucose value was 192 mg/dl. Customer was using insulin pump within 48 hours of reported low blood glucose event. Customer was not using insulin pump on auto mode. Troubleshooting was performed and customer will continue the use of device.